Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported by further follow up that the lead was explanted and replaced due to lead migration.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported that the patient underwent surgery to replace the lead at the s1 location for an unknown reason.